Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of defective air and water supply/intake, cloudy image was not confirmed. The device evaluation found foreign material in the nozzle as reported in b5. The customer confirmed the following details regarding the reprocessing of the device: the device was cleaned, disinfected, and sterilized before it was sent to olympus, there was a delay to the start of precleaning or it was not implemented, the air/water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges, and the air/water nozzle/channel was flushed with the detergent solution. Customer concerns about the reprocessing was the possibility of delay between end of clinical use and start of precleaning. The evaluation found the following non-reportable malfunctions: bending angle in up direction does not meet the standard value due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value due to wear of angle wire, adhesive on bending section cover had white-clouded area, universal cord had a scratch, and protector of universal cord on suction connector side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had defective air and water supply/intake, cloudy image. The issue was found halfway through an unknown type of diagnostic procedure. The doctor did not complete the procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root case of the reported cloudy image and observed foreign material in the nozzle could not be determined, however, the air/water nozzle was clogged with foreign material, so it is assumed that the cleaning performance of the objective lens surface deteriorated due to the problem and contamination, such as body fluids, adhered during the procedure and could not be sufficiently removed, resulting in a cloudy image. Additionally, the reprocessing was not carried out as per the IFU. (Delayed pre-cleaning, abnormality of accessories used for reprocessing), so it is assumed that due to these effects, the chemicals and other contaminants that adhered during the case could not sufficiently be removed and remained in the air /water nozzle. The issue may be detected/prevented by following the instructions for use which state: gif/pcf-170 3.8 inspection of the endoscopic system. Inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. 3 release the air/water valve. While observing the endoscopic image, confirm that the emission of water stops and that the valve returns smoothly to its original position. Inspection of removing the remaining water from the objective lens 1 after checking the water feeding function and while observing the endoscopic image, feed air by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image. 2 release the air/water valve. Olympus will continue to monitor field performance for this device.